Event description:
It was reported that during a parotidectomy the product did not work at all. They grabbed a second one and it also did not work. They were able to grab a third one from the same lot and it worked. They were able to complete the procedure and there was no patient impact. Confirmation from the customer that the light on the device turned on, but the device ¿did not work¿.

Manufacturer narrative:
Date received: (B)(4) 2013. Evaluation summary: product analysis found that the device showed customer use as there was presence of bio-reside on both the samples. Upon testing as per the functionality test stated in the instructions for use of the product, the probe tip was contacted with needle electrode. The led light at the back of the housing illuminated without any issues which verifies product functionality. This test was performed on both the samples and revealed no issues. No physical damage was noticed on the samples. Product analysis could not confirm the complaint; the product functioned as intended per the evaluation performed.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No evaluation summary available, device analysis expected but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.